Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that display screen was blank. During troubleshooting, it was found that insulin pump showed no signs of physical damage ; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
After battery installation, the insulin pump powered up and then froze. The problem was isolated to pcba. No blank display anomaly noted. The insulin pump was received with minor scratched lcd window and case.